Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, during a routine doctor¿s appointment, the patient began experiencing acute symptoms, including dizziness, and sensations of chest compression, pain, and pressure. At the time, the patient¿s cgm displayed a reading of 110 mg/dl, while a blood glucose meter (bgm) showed a significantly elevated level of 400 mg/dl. Due to the severity of the symptoms, the attending physician arranged for the patient to be admitted directly to the hospital. Upon arrival, the patient was administered oxygen, and underwent chest x-ray imaging and blood work. There is no documentation of any medications being administered during the hospital stay. The patient reported improvement in symptoms after receiving oxygen and was advised to use his inhaler. A follow-up appointment with a cardiologist was scheduled to occur within the next month. The patient was discharged home after a 24-hour hospital stay. At the time of this report, the patient was described as ¿okay and fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.